Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads ; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 5967936.

Event description:
It was reported that the patient had ineffective therapy of the right occipital lead due to lead migration. As a result, a new lead was implanted. The investigation was unable to determine the lead that associated with the issue.